Event description:
During right shoulder labrum repair, arthrex torpedo shaver tip disintegrated. Remaining portion of arthrex shaver removed from surgical site. Suction was on when this occurred and metallic pieces were sucked through the suction. Diagnostic arthroscopy, x ray, and CT showed no evidence of retained metallic objects.